Event description:
Patient¿s mother contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, the patient experienced hypoglycemia, and as a result, the patient made five trips to the school nurse. The school nurse tested her blood glucose on her meter and gave her a snack. At the time of the call to dexcom technical support, the patient¿s mother reported that the patient was feeling fine. The device is not indicated for use in pediatric patients.